Event description:
It was reported that a pump displayed upstream occlusion alarms when no occlusion was present. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The evaluation found the lower reading on the ultrasonic sensor to be out of specification (low) with a fluid filled tube. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms causing the reported symptom. The upstream sensor was replaced.